Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b4, b5, d4 (expiration date), h4, h6 (type of investigation) h10: corrected data: corrected sections h6 (component code, investigation findings, investigation conclusions), h10 (additional manufacturer narrative) prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Since there are multiple modes of contamination other than the prosthesis itself, and no indication or allegation that the patient's infection was device related, the event was likely due to patient and/or procedural-related factors. The root cause of this event was determined to be due to patient related factors, including blood cultures being positive for enterococcus faecium. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per medical records: the patient was discharged to rehabilitation post mvr on pod #15. The patient was readmitted one (1) day later to cvicu, due copd and chf exacerbation. An echo showed lv 55%, rv normal, trace mr, mean gradient 10mmhg. The patient was treated with azithromycin due to pleural effusion, CT indicated possible aspiration or infection. An arterial line was present during this hospital stay and removed on this admission. The patient also had continued need for urinary catheter documented on this admission. The patient was discharged seven (7) days after admission. The patient readmitted fifteen (15) days later with severe hypoxia, decompensated hfpef, blood cultures were positive for enterococcus faecium. The patient was treated with antibiotics. A tee five (5) days later showed a mobile echo density on the posterior mv subvalvular apparatus without mr and no lead infection. The patient was diagnosed with enterococcus prosthetic valve endocarditis. The patient was admitted to the main coronary hospital four (4) days later. There was a question noted as to whether the prior echo density was infective endocarditis versus a chord remnant. The patient is not a surgical candidate. A tte nine (9) days later no echo density noted. Blood cultures negative during this transfer admission. Antibiotic therapy continued. It was noted considering interval tee to document resolution (if ie vegetation) versus stability (if cord remnant).

Event description:
It was learned through patient support that a patient with a 27mm 11400m mitral valve was diagnosed with endocarditis after an implant duration of approx. 1 month. The patient presented with chills. The patient was treated with antibiotics. Per medical records of visit 4/29/23 to 5/6/23 - the patient was discharged to rehabilitation on pod#15 post mvr. The patient was readmitted one (1) day later to cvicu, due copd and chf exacerbation. An echo showed lv 55%, rv normal, trace mr, mean gradient 10mmhg. The patient was treated with azithromycin due to pleural effusion, CT indicated possible aspiration or infection. Blood cultures were ordered. The patient was discharged seven (7) days after admission.

Manufacturer narrative:
H10: additional manufacturer narrative: prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prosthesis types, surgical techniques, and infection control measures. This infection is categorized into early (onset at 60 days or less post-implant) and intermediate/late (onset greater than 60 days post-implant). Early-onset reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Prosthetic endocarditis occurring within 60 days of implant without a known source of infection (e.g., dental, surgical, or endoscopic procedures; IV drug use; recurrent endocarditis) is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through patient support that a patient with a 27mm 11400m mitral valve was diagnosed with endocarditis after an implant duration of approximately 1 month. The patient presented with chills. The patient is a 59-year-old female with a history of heart failure.